Event description:
It was reported that during a pfa procedure the farawave catheter was selected for use, the deployment mechanism was stuck in "cobra" position from the outset cannot be rectified, making the removal impossible in this state. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon device return and inspection, it was noted that one of the splines in the distal cage was still inverted. It was noted that one of the splines in the cage was still inverted causing the reported issues of spline bunching and difficult to withdraw. All compiled information on this investigation determines that the most probable cause of the finding spline inversion and the reported allegation of difficult to withdraw is cause traced to device design.

Event description:
It was reported that during a pfa procedure the farawave 31 mm - ous catheter was selected for use, mechanism in "cobra" position from the outset cannot be rectified, making the removal impossible in this state. The catheter was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.